Manufacturer narrative:
According to communication with the sales and service unit informed us that no service was needed anymore, because the failure disappeared. Thus the most probable root cause could not be determined. The failure could not be confirmed as there was no malfunction given. The occurrence rate is below the acceptance rate, thus no remedial action required.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow -up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
Failure description: "automatic shutdown in the retransfer project ." Complaint# (B)(4).